Event description:
Additional information was received. A secondary intervention was performed. The initial angiogram showed a continued type iii separation endoleak in the left contralateral limb, but no type I endoleaks. The left limb was relined with an endurant (B)(4) deployed approximately 1-2cm below the contralateral gate and ending distally 1cm above the left hypogastric artery. The final angiogram showed no evidence of endoleaks. No additional clinical sequelae were reported, and the patient is doing fine.

Event description:
A talent abdominal stent graft system was implanted in a patient for the endovascular treatment of an 8 cm in diameter abdominal aortic aneurysm approximately four years. At index procedure the patient's proximal aortic neck measured 26mm in diameter at the renal arteries and 28-29 mm in diameter just proximal to the aneurysm and 75 degree angulation. There were bilateral iliac aneurysm and high grade left proximal common iliac artery stenosis and left renal stenosis. The patient presented initially with gi bleed and during the workup was found to have an abdominal aortic aneurysm. During the initial implantation it was reported that there was difficulty passing traditional wires through the very tortuous stenotic common iliac arteries at the aortic bifurcation. The stent grafts were successfully implanted after which extensive endarterectomy of the external iliac arteries down to the proximal portion of the superficial femoral arteries was performed. One day post implant the patient had a type 1 endoleak and there was no further intervention at that time. A CT four years post index procedure demonstrated a type iii endoleak, separation. The physician elected to reline the type iii endoleak of the right iliac limb with an aneurx iliac limb and an endurant iliac limb. Approximately 4.5 years post index procedure a separation with a type iii endoleak between the left contralateral limb and the left contralateral extension were reported. There was also possible infolding on the distal end of the right ipsilateral extension. It is unclear if the infolding was within the original extension, or within the device that was used to reline the original extension. No additional clinical sequelae were reported and the patient is being monitored. A review of returned films 4 years post-index show that an aneurx extension (implanted on the right side) had separated from the ipsilateral limb of the talent bifurcate, with a visible type iii junctional endoleak. The separation occurred in the distal portion of the 8cm aaa sac. The contra extension appeared to have minimal overlap with the contra limb; however, no visible endoleak was observed. The cause of the separation could not be determined. May be due to morphology changes. Films immediately post-implant were not provided; the amount of initial extension overlap and possible changes to the stent graft in-vivo configuration are unknown. A review of returned films 4-1/2 years post-index procedure show that an aneurx extension (implanted on the left side) had separated from the contralateral limb, with a visible type iii junctional endoleak. The separation occurred in the distal portion of the 8.7cm aaa sac. The ipsilateral limbs, which had previously separated, are now relined and no visible endoleak was observed. The cause of the left limb separation could not be determined. It may be due to morphology changes. Films immediately post-implant were not provided; the amount of initial extension overlap and possible changes to the stent graft in-vivo configuration are unknown. The reported possible infolding of the right distal extension could not be confirmed from these images; it may be an artifact or iliac calcification.

Manufacturer narrative:
(B)(4). Methods: films. Results: endoleak. Disease progression, angulated aortic neck, bilateral iliac aneurysms, high grade level iliac artery stenosis. Conclusion: disease progression, angulated aortic neck, bilateral iliac aneurysms, high grade level iliac artery stenosis.